Event description:
It was reported that there were atrial signals present on the right ventricular channel of the cardiac resynchronization therapy defibrillator (crt-d) system. The atrial signals were appropriately blanked by the device; however, they were occurring at the same time as the patient's ectopic beats, which led to subsequent pacing in the right ventricle and episodes of non-sustained ventricular tachycardia. Technical services discussed that programming options were limited for this patient and recommended discussing other options with the physician (medication, etc). The crt-d remains in service and no adverse patient effects were reported.